Event description:
It was reported that the site is facing communication issues during programming sessions with their programming sys. The issue was indicated to have resolved by holding the serial cable in a certain position. A replacement sys was sent to the site. Good faith attempts to obtain the non-working sys for product analyses are underway.